Manufacturer narrative:
Canalysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure the atrial lead could not be fixed on the atrial appendage. The lead was not used and replaced with a new lead. The patient was in a stable condition before, during and after the procedure.